Manufacturer narrative:
(B)(4). (B)(6). Manufacture date: october 10, 2012 to october 12, 2012. Evaluation: the device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an infusor would not flow. This malfunction occurred before use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was received for evaluation. Visual inspection and functional testing of the device did not reveal any abnormalities that could have contributed to the reported condition. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.